Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. The pacemaker exhibited loss of pacing due to oversensing after exposure to electrocautery. No device intervention was performed. There were no consequences to the patient.

Event description:
Related manufacturer reference number: 2017865-2020-09474 it was reported that the patient presented for an unrelated procedure. The pacemaker exhibited loss of pacing due to oversensing after exposure to electrocautery. In addition, after the procedure it was noted that the right ventricular lead exhibited a decrease in pacing impedance. No intervention was performed. There were no consequences to the patient.

Manufacturer narrative:
Correction: previously reported a1 should be blank, b5, d11.